Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The customer did not say what the issue was with the pump. Visual check found damaged dso seal, scratched lens, damaged remote dose connector. Accuracy test was performed- test failed. The investigation determined a defective expulsor. The dso seal, lens, remote dose connector will be replaced and the expulsor will be sanded and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that after preventive maintenance the pump needs to be repaired. There was unknown patient involvement and unknown patient harm/adverse event reported.